Event description:
Patient presented to the physician with ongoing ear pain since the implant procedure. Physician brought the patient into the or, opened the neck incision, and found that a portion of the stimulation lead was positioned against a nerve. Physician felt this was likely the cause of ongoing ear pain. Physician freed the stimulation lead, repositioned it deeper, re-sutured, and closed. Patient returned to the clinic for a follow-up appointment where improvement was noted.